Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 05-dec-2018 from the patient who reported that the pump was replaced this october. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine 25 mg/ml at 5.93 mg/day via an implanted pump for non-malignant pain and failed back surgery syndrome. It was reported a few days ago the patient went to give himself a bolus and the personal therapy manager was not working. It was clarified when he tried he saw the code 8476 (motor stall code). It was noted the whole weekend he had back pain and could barely move. On the date of this report it was a little better. The patient had not had any recent MRI¿s or exposure to electromagnetic interference (emi). The patient was to follow up with the healthcare provider (hcp). The patient¿s back pain started on (B)(6) 2018 and the error code 8476 was seen on (B)(6) 2018. It was also reported the patient was going to call the doctor to see if he should start oral medications. Additional information as received from the company representative (rep) indicated they spoke with the doctor and he was aware of the pump motor stall. He was going to seethe patient on the morning of (B)(6) 2018. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018 indicated the alarm had been going off for about two weeks and the patient thought it was from something else. The patient did not notice the alarm was coming from him until about three days ago. It went off about every 20 minutes and it was annoying. It was a two-tone alarm and sometimes it was louder than other times. It was noted at first it was very faint. The patient was wondering how it could be turned off. It was reported there was a pump motor failure about two weeks ago or so then later in the call the patient reported it was because of normal battery longevity, but ¿may have went out a little early.¿ the patient was being scheduled for a replacement. It was further reported the patient saw the company representative (rep) at the doctor¿s office on (B)(6) 2018 and diagnostics showed the battery life was at the elective replacement ind icator (eri). The printout per the patient at the last refilled showed 4 months until eri. The patient reported the rep said actually the patient did not have 4 months left of the battery and ¿the battery went out a little bit early.¿ the battery went out during a weekend and the patient went through withdrawal. It was reported on the night of (B)(6) 2018 the patient tried to bolus and it did not work (the patient got some strange symbols on it and it had a bell on it). The patient tried again on (B)(6) 2018 and still could not get a bolus. That night (B)(6) 2018) the patient¿s back pain was getting bad. On (B)(6) 2018, the patient felt sick. Weak, freezing cold then hot. It was reported the patient took ¿dilated¿ for breakthrough and would feel better during the evening. Then in the morning the patient would feel like having the flu. The patient did have some morphine tablets because the patient had a surgery and they had to stop the pump for a month, but the patient did not want to take the tablets. The patient was to follow-up with the hcp. No further complications were reported/anticipated or expected.